Event description:
The home pt (hp) reported feeling full, as if they were overfilled, while using the homechoice cycler for apd therapy. The hp daily performs a manual midday exchange of 1500mls, which is drained out during the initial drain phase of the subsequent apd therapy using the homechoice cycler. The hp in 2003, drained a small volume of fluid only before the cycler advanced from the initial drain into fill 1 and delivered the preprogammed fill volume of 2200mls. After receiving the fill and moving into the dwell phase the hp felt overfilled and contacted baxter's operational support for assistance. The hp was placed into a manual drain and removed 1600mls of fluid, after which pt felt comfortable and continued therapy to completion with no further difficulties. The hp states that there was no pt injury or medical intervention as a result of this issue.